Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the transfer set and patient line of the amia cassette; further described as "could not disconnect from amia cycler." This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation with a beige amia patient connecter connected to the dark blue female connector. Visual inspection was performed and a separation between the dark blue female connector and the light blue main body was observed. Leak, clear passage, and clamp function testing were performed and no issues were observed. The transfer set dark blue female connector was connected and disconnected from the returned amia connector by hand with no issues observed, therefore the reported connection issue was not verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information to h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.